Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that the during a laparoscopic cholecystectomy, the jaws did not open. The surgeon cut around the tissue with the device and removed out of the patient¿s body. There was no bleeding and no damage with the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t92c2c. Device analysis: the analysis results found that the instrument er320 was received with a tissue and a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In addition, the tyvek was returned along with the instrument. Upon firing of the device, the trigger opened and closed with difficulties. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was confirmed to be bent causing the feeding issue. In addition, 18 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch.